Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient reportedly had developed the rash prior to being fit with the lifevest, though the device was causing it to worsen. The patient's doctor prescribed a cream for the rash. After using the cream, the patient reported that the irritation healed.